Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 - PMA/510(k) # - preamendment h3 - device evaluated by mfg?: it is unknown if the device will be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that there were two instances of the hub of the straight black catheter included in the liver access and biopsy set separating during an unknown procedure for an unknown patient. The user noted that minimal force was applied when the hub(s) separated. Additional information regarding event details and patient outcome have been requested but are currently unavailable.